Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the patient¿s device was being interrogated to determine MRI eligibility. Segment 2c displayed impedance values >10,000 ohms in all bipolar configurations. The patient described having several falls which could be a contributing factor to the high impedances. The medical team was attempting to determine if the falls were related to balance issues associated with advanced parkinson¿s disease or if they were having back issues. The patient was not experiencing any adverse effects from the high impedances even though 2c was being used as part of their programming. The hcp removed 2c from the therapeutic setting and the patient continued to do well without the use of this segment. The patient couldn¿t have an MRI as a result of the high impedances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's representative and a manufacturer representative (rep). The patient's representative reported that last night, the patient was trying to increase the stimulation level but got the 'out of range' message with service code 1703. They were redirected to their healthcare provider (hcp). The rep also repeated that the patient had high impedance and is receiving oor message.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep indicating that they discovered high impedances when interrogating and turning the device off before patient had spine surgery. Contacts 1a and 2c report greater than 5k impedance values. This remains unresolved and no further action is planned to be taken to address this.